Manufacturer narrative:
The investigation has determined that lower than expected vitros troponin I es (tropi es) results were obtained from non-vitros (biorad) qc fluids and patient samples when tested using vitros tropi es lot 4222 on a vitros 5600 integrated system. A definitive assignable cause of the lower than expected vitros tropi es results was not established. The lower than expected vitros tropi es results were isolated to vitros tropi es lot 4222 pack ID 2308 and therefore an issue with vitros tropi es lot 4222 pack ID 2308 was the cause of the event. The investigation was unable to determine what caused the performance issue with the one reagent pack. Repeat biorad qc fluid testing using a different reagent pack on the same instrument were acceptable. Additionally, expected results were obtained when the patient samples were repeated using a different pack from vitros tropi es lot 4222 on another vitros 5600 integrated system. A vitros tropi es lot 4222 reagent performance issue is an unlikely contributor to the event, as historical qc results (from vitros tropi es lot 4222, pack ID 90) leading up to the event were within acceptable guidelines and repeat qc results using a different reagent pack (pack ID 94) and repeat patient sample results using a different reagent pack (pack ID 96) were also acceptable. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4222. Email address for contact office above is (B)(6).

Event description:
The investigation has determined that lower than expected vitros tropies results were obtained from non-vitros (biorad) qc fluids and patient samples when tested using vitros tropi es lot 4222 on a vitros 5600 integrated system. Biorad lot 67631, result of < 0.012 ng/ml versus the expected result of 0.117 ng/ml biorad lot 67632, result of < 0.012 ng/ml versus the expected result of 3.42 ng/ml biorad lot 67633, results of < 0.028 and 0.023 ng/ml versus the expected result of 18.90 ng/ml. Patient 1, result of < 0.012 ng/ml versus a repeat result of 0.229 ng/ml. Patient 2, result of < 0.012 ng/ml versus a repeat result of 0.097 ng/ml. Patient 3, result of < 0.012 ng/ml versus a repeat result of 0.065 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tropi es results for the patients were reported from the laboratory. However, corrected reports were later issued for the patients following repeat testing. No treatment was initiated, altered or stopped based on the reported tropi es results and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).